Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 29. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.